Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was experiencing discomfort in his lower extremities after permanent implant on (B)(6) 2019. Reportedly, MRI showed spinal compression at the lead site. As a result, patient went under lead revision on (B)(6) 2019 in which lead was repositioned. Issue has been resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.